Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. There were no complications nor injuries reported and the patient's status was good.